Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? How was the issue addressed intraoperatively? Was the post-operative care changed or hospitalization prolonged due to difficulties experienced with device?

Event description:
It was reported that during the sleeve gastrectomy, first three ecr60b reloads all staples malformed. The fourth reload staple malformed with irregular shape and also found that bleeding from the tissue. Another reload used to complete the procedure. The patient had a low fever after the operation. Now, the patient is stable and in hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/26/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a reportable malfunction. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Yes, wait 15 secconds. How was the issue addressed intraoperatively? The suture was used to oversew. Was the post-operative care changed or hospitalization prolonged due to difficulties experienced with device? There was no change for patient post-operative care.

Manufacturer narrative:
Product complaint # (B)(4) date sent: 3/3/2020 d4: batch # t5e269 investigation summary one video received. The video shows a device closed with tissue between jaws. At the 00:08 mark a blue reload loaded, at the 00:12 mark the device is fired and removed. At the 00:18 mark bleeding can be seen on the staple line. At the 00:39 mark a device is placed between tissue follow the staple line, the device is closed with cartridge blue loaded. At the 00:41 the device is fired and removed. At the 00:48 mark a malformed staple was noted. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with three ecr60b reloads present. The reloads were received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.